Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer elevated blood glucose (bg) levels (above 200 mg/dl) during the past month. A bolus via the pump was delivered to address the high bg level. The customer did not know what was the cause of the high bg. As the events had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the high bg levels.